Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was over delivering insulin and the blood glucose is low as 60 mg/dl. Customer¿s current blood glucose value was 192 mg/dl. Customer treated low blood glucose with some sweets, insulin pump and with food. The customer declined troubleshooting of the low and high blood glucose due to miscounting carbohydrates. The insulin pump will not be returned for analysis.